Manufacturer narrative:
Pump had blank display due to faulty. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected alarm due to blank display. No audio beep anomaly noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had watchdog timeout and unexpected restart alarm and the display was blank. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. The customer reported that this morning, the pump started with a high pitch beep and a watchdog timeout alarm. This happened a week and a half ago on sunday again. The alarm did not occur during the rewind or prime sequence. It was not possible to troubleshoot due to blank display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.